Event description:
It was reported that bd posiflush sp plunger stopped moving. The following information was provided by the initial reporter: I would like to report a malfunction of 10 ml normal saline prefilled syringes. When using the prefilled syringe, the syringe will instill up to 8 ml¿s leaving 2 ml¿s in the syringe. You cannot push beyond the 2 ml that are left. Lot # 4113095, we have had multiple occurrences. Only harm was starting IV access a nurse thought the IV start was not patent due to the flush stopping with 2 ml. Left in syringe and IV was removed. After the problem was realized, nurses know to use a second syringe to confirm patency.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
To aid in the investigation of this issue, six (6) syringe samples were returned for evaluation by our quality team. Through examination of the samples, we were unable to reproduce the reported issue of plunger movement difficult; however, the samples were manipulated and disassembled during the decontamination process. A device history record review was completed for provided material number 306546 and lot number 4113095. The review did reveal one (1) possible non-conformance during the production process that could have been related to this reported incident. The non-conformance was related to plunger movement difficulty. At the time of discovery, the manufacturing line was stopped, and a line clearance was performed. However, it is possible that the issue may have occurred intermittently prior to the detection and resolution. This is the first report received for this issue on material number 306546 and lot number 4113095. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.